Manufacturer narrative:
Device alarmed motor error during rewind due to moisture damage the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. No moisture damage electronic assembly during visual inspection.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6)..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and reservoir was leaking. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and removed the reservoir stopper was missing. Customer reported that the o rings were not in the reservoir, the end was missing. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The reservoir will be returned for analysis.